Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition and had a contaminated downstream occlusion sensor. The event history log was unable to be reviewed due to the error code on the device's display. Functional testing was able to duplicate the reported problem. It was determined that the faulty microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device was alarming an error code 1260. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.